Manufacturer narrative:
(B)(4). Anti-virals given. This report is being filed on an international product, architect hiv ag/ab combo, list 4j27, that has a similar product distributed in the u.s., list 2p36. Manufacturer report number 3002809144-2014-00029 was also filed to report this incident with respect to the infant. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity testing on a retained kit of the reagent lot. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The customer did not follow the package insert by repeating in duplicate an initial (B)(6) result or confirming with a supplemental assay prior to treatment. The customer was reminded that all specimens that are initially (B)(6) must be centrifuged at greater than or equal to 10,000 rcf (relative centrifugal force) for 10 minutes and retested in duplicate. Western blot and polymerase chain reaction (pcr) testing resulted (B)(6). Specificity testing met all acceptance criteria. Based on the available information, no product deficiency was identified.

Event description:
The customer observed a (B)(6) combo result for one (B)(6) pregnant patient on the architect i2000sr analyzer. The following data was provided from (B)(6) 2014: (B)(6). The patient gave birth via cesarean section on (B)(6) 2014. The patient confirmed (B)(6) on western blot (unknown date). Polymerase chain reaction (pcr) confirmation testing done 48 hours after delivery ((B)(6) 2014) was (B)(6). The patient received anti viral medication (vidovidina, lamivodina and nepiropina) on an unknown date.